Manufacturer narrative:
Complaint (B)(4): no samples of 454322/b240633a were provided by the customer. This portion of the complaint cannot be determined. Received 28pcs 454322/b241033b for evaluation. No visual deviations were noted for any of the returned samples. One tested sample had a draw volume slightly below this range. However, the crucial factor in coagulation testing is the citrate to blood ratio, and the mixing ratio between citrate and blood was within the acceptable limits. This portion of the complaint cannot be confirmed.

Event description:
Customer states tubes are underfilling. Customer provided 2 lot numbers, one of which is expired. The vacuum does not fill the tube to the black arrow but a few millimeters below it. We use these tubes with the werfen verify now which requires a completely filled tube. Update 05june2025: additional information provided to ts by the customer: "lot b240633a is expired and there were issues with underfilling before it expired. All those have been discarded."

Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined.